Event description:
The customer reported that the insulin pump alarmed no delivery every twelve hours. The blood glucose reading was over 600mg/dl. Troubleshooting was performed, and insulin did exit during the fixed prime test. During the call, the caller mentioned having cancer and taking chemotherapy. Then she mentioned that the device alarmed no delivery everyday and was hospitalized the next day after thanksgiving. The customer did not feel comfortable wearing the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.